Event description:
The patient reported that they are having issues with the v-go 40 needle pulling out too far and they cannot put the needle back in. No devices are available for return to the manufacturer for evaluation.